Event description:
A nurse reported that during surgery, there were oscillations in the vacuum. Throughout most of the case, the vacuum was poor, and there was a delay, but the surgeon was able to find a certain vacuum point that allowed him to complete the surgery with the same equipment. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system. Preventive maintenance was performed and the system was then tested and met all product specifications. No sample was returned for evaluation. Root cause has not been determined. (B)(4).